Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. The physician reported post-forceps biopsy bleeding from the target tumor. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced excessive bleeding that required a blood transfusion, oxygen dependence and hospitalization.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding. The biopsied lesion size was 2.5 cm, located in the left upper lung and was 1 mm from the pleura. The biopsy showed malignant adenocarcinoma. The physician reported that he believed the forceps biopsies of the tumor was the cause of the bleeding and that the bleed could have occurred with another biopsy modality. The patient was not on anticoagulant therapy. The bleeding was observed from the lung cancer tumor; but the exact vessel was unknown and presumed to be a vessel feeding the lung tumor. The approximate amount of blood loss was 400 ml - there was a mixture containing approximately 60 ml of saline. Medical interventions included a transfusion of 3 units of packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp). The endotracheal tube (et) was advanced to the right main stem bronchus and computed tomography angiography (cta) was performed. The cta did not show any active bleeding or any vascular injury. The et tube was retracted to the trachea. The patient was hospitalized and taken for a bronchoscopy the next day to get residual clots suctioned out. The patient was extubated; however remains admitted as the hospital stay was complicated by acute segmental and subsegmental arteries of the left upper lobes leading to patient dependence on oxygen. The patient is now stable. The physician reported that the ion system did not exhibit any issues that may have contributed to the reported bleeding.